Manufacturer narrative:
(B)(4). The reporter initially reported that the sample was available for evaluation. However, the sample was inadvertently discarded before being sent to baxter. Therefore, the device was not evaluated, the reported condition of leak could not be confirmed, and no root cause could be identified. Per review of the batch records, no nonconformance report was documented for this lot. All release criteria were met for the build of the lot.baxter has conducted a trend review and found that similar reports have been received for the reported problem. Reported complaints of leak show an unfavorable trend year over year, with annual complaint incidents per million increasing from 40 in 2009 to 369 in 2010. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4).additional narrative: the device is available for evaluation per the customer; however, the device has not yet been received by baxter. Should the device and/or any additional information become available, a follow-up report will be submitted.

Event description:
It was reported to baxter (B)(4) that one (1) ce intermate lv 100 had leaked after filling. According to the report, the device was filled with 90mg of pamidronate in 250ml in 0.9% sodium chloride. The reporter stated about 2 ml of solution had collected in the overpouch. There is no patient involvement. No additional information is available. This is report 2 of 2 with the same reported problem from this facility.